Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. Subsequently, the patient reported pain in the metacarpal-internal trapezium area. The patient underwent revision surgery on (B)(6) 2026. An osteophyte was observed, which had not been present at the time of the initial implantation. During the neck revision, the surgeon resected osteophytes and soft tissues, and confirmed that no impingement was present. It was also reported that the cup was still securely in place, with a small trace of metallosis.